Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed that the defective thread on distal end occurred due to component failure of the device whereas a definitive cause for the reported event of foreign material in the light guide lens could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Albaran defectit was observed that during the device evaluation, the duodenovideoscope had defective distal end thread and foreign material in the light guide lens. There was no patient involvement.